Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a predilated moderately calcified lesion (70 percent stenosis degree) in the moderately tortuous mid rca. The placed stent could not be released despite inflation at 12 then 16 bar. After removing the stent from the patient, no inflation possible despite an inflation at 26 atm.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the proximal end of the hypotube is obstructed by a champagne cork shaped object which consists of polyamide. The supplier of the hypotube assessed in the root cause that the blockage is caused by molten plastic stuck into the proximal end of the hypotube during the manufacturing process. To prevent recurrence the respective internal departments were informed about this case. The supplier of the affected component was informed and acknowledged the complaint.